Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened , act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with overlay scratched and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down buttons of the insulin pump were so hard to press and the painting was fading. The customer had to press buttons more than once to get respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.